Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu.device not returned for analysis.

Event description:
Peripheral cutting balloon registry.it was reported that a peripheral cutting balloon procedure was performed in 2005 to treat two lesions. The first target lesion was at the femoral artery, with no vessel tortuosity. Lesion type was denovo and mild calcification. The angiographic data for target lesion showed the reference vessel diameter 5 mm, lesion length 10.00 mm, pre procedure 90% stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The second target lesion was at the popliteal artery with no vessel tortuosity; lesion type was denovo and mild calcification at target lesion. The angiographic data for target lesion showed the reference vessel diameter 5 mm, lesion length 10.00 mm, pre procedure 90% stenosis, and post procedure 0% stenosis. Lesion morphology showed concentric stenosis and tight stenosis lesion. The first and third follow up visit data was not available; the six month follow up visit, the vital status of the patient was "dead". No date or additional information was provided.